Event description:
It was reported that an ilet user was unable to connect a new libre 3+ sensor to the ilet, resulting in the pump stopping dosing for approximately 93 hours until the user contacted support; the user had not transitioned to backup therapy and did not confirm glucose with a blood glucose meter. Symptoms included no reported hypoglycemia or hyperglycemia symptoms. Outcomes included interruption of automated insulin dosing and need for troubleshooting and education. Investigation included guided troubleshooting on the ilet and ilet mobile app, which led to initiating a sensor warmup and replacement of the sensor. Investigation of this case revealed that the initial sensor failed to pair and function as intended, and replacing the sensor restored operation. It was concluded that the event was attributable to a pairing failure between the cgm sensor and the ilet, and that device function was restored after sensor replacement, with user advised to call back if issues persist.